Manufacturer narrative:
Analysis found that a complete lead was returned in two pieces; the connector portion measured 18.8 cm while distal portion measured 51.6 cm. The reported event of clavicular crush was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an upgrade procedure. During procedure, the physician opted to move the atrial lead to more easily extract the right ventricular lead, but the stylet could not be fully inserted due to clavicular crush. The lead was explanted. The patient was in stable condition.